Event description:
It was reported by the patient that the new left ventricular (lv) lead was "jumping in the chest area". During a follow up visit, the lead programming was attempted, but it was unsuccessful. The lead was 'turned off" and after two weeks the lead was turned back on without incident. The lead remains in use and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.